Manufacturer narrative:
This file was updated from a malfunction to a non-reportable event. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the device could not be fired normally. The stapler pushed the staples together but two came out at the same time and did not fix the mesh. No further details provided.